Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2018 the recipient has had no access to sound with the device. There was no deterioration of sound or crackling/ popping noises reported prior to this. There is no report of accident or trauma and no swelling or inflammation over the implant area. The recipient will return for a second check-up and re-implantation will be discussed.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
Since (B)(6) 2018 the recipient has had no access to sound with the device. There was no deterioration of sound or crackling/ popping noises reported prior to this. There is no report of accident or trauma and there was no swelling or inflammation over the implant area. The recipient was re-implanted.